Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control evaluated the electronic patient record from the event and verified that the device lost power at least once during the event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself twice during patient use. After the second power cycle the device functioned properly for the remainder of the patient event. The patient was being monitored only and they did not suffer any adverse effects during the reported event. No further details about the patient were provided by the customer.